Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reported an out of range shock impedance, which occurred on 12/24/04. All subsequent daily measurements have been normal. Manual plit tests have been normal. Guidant discussed continued monitoring or performing an induction to verify dft and conversion. Guidant received additional information that the patient was again presented with an abnormal shock impedance measurement (> 125 ohms). Reports of intermittent noise on the pace/sense electrogram channel.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed an out of range shock impedance measurement. All subsequent daily measurements have been normal. Manual impedance tests have been normal. Technical services discussed continued monitoring or performing an induction to verify defibrillation threshold and conversion. We received additional information that the patient presented for non-invasive testing. An abnormal shock impedance measurement (> 125 ohms) was again noted. There was intermittent noise on the pace/sense electrogram channel. No adverse patient effects have been reported.

Manufacturer narrative:
It was later reported that the device was explanted for an unknown reason. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated. Upon receipt at boston scientific, crm's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Microscopic visual inspection noted electrocautery marks on the device casing and tool marks on the header surface. The defibrillation positive seal plug was missing and presumably came off during the decontamination process. All other seal plugs were intact and all setscrews moved freely. Lead impedance testing was performed and all measurements were within range. The device was put through and passed a series of automated diagnostic testing. No further testing was performed. Analysis testing could not confirm the reported out of range shock impedance issue. Analysis concluded that the device operated within specification.